Manufacturer narrative:
Product ID: 39565, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that there had been some out of range impedances on the patient's implantable neurostimulator (ins). If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was not applicable with relation to the device or therapy and not related to the implant procedure. The etiology was noted to be implantable neurostimulator (ins).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that impedances were out of range. The outcome was ongoing with no further actions needed. No actions were taken as an intervention. Diagnostic methods included device interrogation. No adverse event was reported. The event was not related to the procedure. The etiology was programming/stimulation not due to programming. No signs or symptoms were reported.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 37081-40, serial (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study indicated that the etiology was noted to be both the ins and extension.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the impedances taken using the clinician programmer on (B)(4) 2013 (at 0.7 volts) number of electrodes involved was one (partial) and 0 vs 2, 5, 8, 11, 12, 13 were noted. Reports generated on march (B)(4) 2014 showed 1 electrode was involved (at 0.7 volts). On (B)(4) 2014 the report showed 15 electrodes were involved (at 0.7 volts). If additional information is received a follow up report will be sent.

Manufacturer narrative:
The initial MDR was filed as mfg. Report # 9614453-2015-02152. Additional information received clarified that the correct manufacturing site was site #(B)(4).

Event description:
Follow up information reported that there was no adverse event reported in the event. It was also reported that there were a total of 8 impedance reports in the event. If additional information is received, a follow-up report will be sent.